Manufacturer narrative:
Since very little information is available, the manufacturer is currently trying to collect further information to better investigate the case. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to instability. The following product was removed: smr finned humeral body (part code 1350.15.110, lot number unknown and sterilization unknown). According to the information available so far, there were also other components that were removed together with the smr finned humeral body but could not get the implant information or sizes for them. Date of revision surgery is unknown. The patient is female, date of birth (B)(6) 1952. The event happened in the united states.